Event description:
It was reported to boston scientific corporation that a captivator snare was used in the descending colon for tissue resection during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare did not deploy from the catheter despite multiple attempts, resulting in the loop being unable to cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.